Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the leak was caused by a bent probe that prevented the rinse block from reaching the end of the probe. The fse reshaped the probe and the instrument ran without leaks. (B)(4).